Manufacturer narrative:
It was reported that the sealant was still in the white tube and did not come out during the deployment; however, visual inspection of the returned device revealed that the sealant sleeve and sealant were still in the manufactured position, and the sealant had no sign of exposure to blood, which indicated that the shuttle had never been inserted into an existing procedural sheath. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 5.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, which is approximately 5.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1519201) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the sealant was still in the white tube and did not come out during deployment. Manual pressure was applied for 10 minutes. The patient was not hospitalized.